Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump keyboard was not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(6) 2021 the buttons are not responding .the insulin pump passed self test and displacement test. Intermittent response from all buttons due to corroded keypad traces. Device passed the keypad voltage test. The connector on electrical board was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, missing display window cover and cracked case (battery tube). The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to corroded keypad traces.